Event description:
Boston scientific received information that during the pre-discharge follow up visit, this right ventricular (rv) defibrillation lead exhibited a decrease in pacing impedances, a decrease in sensing, and loss of capture. An ultrasound and chest x-ray were performed and did not reveal any clear anomalies regarding the rv lead position. A revision procedure was performed. During the procedure, an rv lead perforation was clearly visible and the lead was then carefully retracted and repositioned with fine electrical values. An ultrasound did not show any pericardial bleeding. Nonetheless, the patient went into a critical state during the procedure with a serious drop in blood pressure. The patient was stabilized and sent to the ICU for further monitoring. The patient is conscious and without mechanical ventilation. The patient had a sinus rhythm at all times and is not pacer dependant. Pacing inhibition only occurred on the rv, lv pacing worked fine at all times. There was no syncope related to the lead perforation. No additional adverse patient effects were reported.

Manufacturer narrative:
The right ventricular lead was successfully repositioned with normal measurements and remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.